Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's case manager stated that the customer often forgets to bolus after meals. The case manager also stated that she is sure the insulin pump is operating normally; however she is certain that the customer is not using the insulin pump properly. The customer's insulin pump trainer was contacted in order to provide the customer with additional training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.